Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, for phenomenon 1 "no image" it is likely that an image was not displayed because communication failure occurred due to faulty cable and faulty charged coupled device (ccd). The cause of the faulty cable and faulty charged coupled device (ccd) could not be determined. Additionally, in phenomenon 2 "error e311" occurs when white balance cannot be adjusted. It is likely that this phenomenon occurred due to the following reasons. An image turned pitch-black because an image was not displayed (due to a faulty cable and charged couple device (ccd) as noted in phenomenon 1 above), and this resulted in not being able to adjust white balance. The event can be detected/prevented by following the instructions for use which state: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head had bad contact in the video cable and no image. The issue was found before an unspecified procedure, which was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that a complete loss of the image function was observed due to poor contact with the camera cable. Additional findings include the following: the white balance could not be properly adjusted due to a malfunction of the image functionality caused by the cable disconnection and thus an e311image display error message, the charged coupled device unit sensor was defective, the cable was cut, and the coupler mechanism was found broken. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.